Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately 3 years ago. Explant date: three years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7048425.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.